Event description:
It was reported to boston scientific corporation in 2008 that a hemostatic clipping device was used during a procedure the day before. (Female patient , age and weight unknown) according to the complaint, during the procedure, the clip was placed down the scope, the safety tab was removed and when the nurse tried to extend the clip it would not come out. The nurse pulled the product out of the scope and tried to extend and it still would not extend. The case was completed with another hemostatic clipping device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Product analysis: product was inspected when received. One device was returned for evaluation. Upon investigation it was noticed that a kink was in the control wire approximately 6cm from the handle and the sheath grip was detached from the over sheath. The clip assembly was located inside the over sheath approximately. The over sheath was then grabbed by hand to expose the clip assembly. It would not move. It was then discovered that the spool had been pushed toward the distal end, wedging the clips against the inside wall of the over sheath. Once that spool was pulled back the over sheath was easily slid back exposing the clip assembly. The device was then actuated several times and the clip assembly was deployed as per design.